Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted there were no signs of physical damage. Functional testing was conducted; the disposable could seal and cut as expected, seal integrity was reviewed under microscope, and it was in good shape . Jaws gap, force and splay tests were also conducted, and the unit was within the expected parameters. Hence, the complaint cannot be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a coolseal procedure on (B)(6) 2025, the physician was performing a gastric sleeve and when sealing fatty tissue around a vessel the physician clamped a large vessel. The seal button was pressed and the system gave a complete seal tone. And when the physician released the vessel significant bleeding occurred. Surgeon was able to seal using surgicel and sutures. The procedure was completed without any further issue. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H6: component code appropriate term/code not available: suggested code : electrosurgical cutter and coagulator. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.